Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door latch was double clicking. A field service engineer troubleshooted the tower door latch and applied conductive grease and preventative maintenance was performed and the issue resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower 2 door malfunction. The customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.